Manufacturer narrative:
An investigation is completed to determine the cause of this reported event. The universal surgical manipulator (usm) was analyzed and reported failure was confirmed. The unit was tested on an in-house system and failed in normal mode as the instruments was not being recognized. The unit was also tested on a test platform and passed lissajous, sine cycle and brake tests. After further investigation, fluid intrusion was found inside the carriage affecting the rfid, main block, gearboxes, rotors, and carriage cover. As a fix the axes controller carriage rfid (accr) assembly, main block, gearboxes, rotors, and carriage cover will be replaced. The complaint was confirmed by failure analysis, which indicates that the device contributed to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting cutting rfid reading issue on universal surgical manipulator (usm) , an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 due to the damaged rfid on the carriage. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical tonsillectomy surgical procedure, the cover of the radio frequency identifier (rfid) reader came off and the customer could see the rfid reader chip. The intuitive surgical, inc. (Isi) tse reviewed the system logs and confirmed error 282 pointing to universal surgical manipulator (usm) 4 rfid reading issues. The customer finished the case as only 3 usms were required. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.